Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hs iii proximal seal system 3.8 mm . A partial occlusion clamp was applied to the aorta. Intra-aortic inspection did not reveal the presence of the heartstring. A second heartstring device was opened for the second proximal anastomosis. The patient was taken to radiology for diagnostic imaging to include a contrast CT angiogram of the chest, neck, head, abdomen and pelvis. Hospital notified acct mgr that the heartstring was not visualized on any of the diagnostics mentioned. The patient was currently stable and with observed complications on the day of surgery. Hospital was inserting the proximal seal device after using the aortic cutter. They remarked that the heartstring with anchor tab deployed under one of the tension spring tether sutures. With the anchor tab caught around several anastomotic sutures and the tethered tension spring suture, they removed the anchor from the device in order to complete the proximal anastomosis. The tethered suture on one side was cut in order to proceed with heartstring removal. The heartstring retracted into the aorta and thought to have embolized.

Event description:
The hospital reported that during a coronary artery bypass procedure using hs iii proximal seal system 3.8mm . A partial occlusion clamp was applied to the aorta. Intra-aortic inspection did not reveal the presence of the heartstring. A second heartstring device was opened for the second proximal anastomosis. The patient was taken to radiology for diagnostic imaging to include a contrast CT angiogram of the chest, neck, head, abdomen and pelvis. Hospital notified acct mgr that the heartstring was not visualized on any of the diagnostics mentioned. The patient was currently stable and with observed complications on the day of surgery. Hospital was inserting the proximal seal device after using the aortic cutter. They remarked that the heartstring with anchor tab deployed under one of the tension spring tether sutures. With the anchor tab caught around several anastomotic sutures and the tethered tension spring suture, they removed the anchor from the device in order to complete the proximal anastomosis. The tethered suture on one side was cut in order to proceed with heartstring removal. The heartstring retracted into the aorta and thought to have embolized.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber : # (B)(4). The hsk iii device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The loading device and seal was not returned. The delivery device and tension spring were returned. The tether on the tension spring assembly was cut. Sign of blood were observed on the plunger and on the inside and outside of the delivery device. The slide lock was dis-engaged. The plunger was completely depressed on the delivery device. No visual defects were observed. Due of the presence of the blood inside the delivery tube, we were not able to measure its dimensions. Based upon the received condition of the device, it is not possible to confirm the reported complaint as there was no device malfunction.